Event description:
2/27- dehiscence of amputation wound- left lateral foot. Chronic ulcer of toes right. Primatrix applied to left foot wound. 3/5- left 4th and 5th amputation site- fully dehisced- graft removed today- increased with odor and discoloration. Debridement. No primatrix utilized. 3/12- small drainage no primatrix was applied on 2/27- then the patient returned with increased drainage. No further primatrix utilized. Reference report: #mw5148668.